Event description:
It was reported that significant drop in r waves sensing was observed during a routine follow-up. It was also noted that the patient had inappropriate therapy due to r waves being double counted. The patient described diaphragmatic stimulation which could not be reproduced in clinic. During lead revision lead dislodgement was observed. Lead was explanted and replaced when repositioning was unsuccessful. The patients condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.